Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) presented with this device no longer working as intended. The device was no longer inflating, so surgical intervention was performed to replace the device. The ipp coating was unsheathing and the tissue was growing over the device. The original reservoir was retained, but the remainder of the components were replaced. There were no additional patient complications reported.

Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) presented with this device no longer working as intended. The device was no longer inflating, so surgical intervention was performed to replace the device. The ipp coating was unsheathing and the tissue was growing over the device. The original reservoir was retained, but the remainder of the components were replaced. There were no additional patient complications reported.

Manufacturer narrative:
Upon receipt of the inflatable penile prosthesis (ipp) at our quality assurance laboratory the returned components underwent a thorough analysis. Inspection of the pump did not find any abnormalities and passed leak testing. The cylinders were examined, and the first cylinder outer tube was torn off from the proximal and distal end. The fabric threads were broken and detached in the middle. A leak was identified in the inner tube consistent with sharp instrument damage. The other cylinder outer tube was detached from the distal end and broken fabric threads were identified consistent with sharp instrument damage. This cylinder had a bulge in the distal end of the cylinder when inflated. Based on the information available, the reported device allegations could not be confirmed; however, the clinical observation of scar tissue is a known inherent risk with this device.